Event description:
Patient reportedly underwent bi-polar hip arthroplasty in 2002. Subsequent to patient fall, hip dislocated. Radiographs following closed reduction indicate disassociation of the bi-polar. Revision performed in 2003.